Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a serial peripheral interface to monitor programmable integrated circuit communication error. Customer stated that she changed the battery yesterday due to a battery out limit alarm and the pump alarmed after a battery change. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer also had a failed battery test alarm and an off no power alarm. Troubleshooting was performed and the customer stated that the bolus amount was recorded in the bolus history. Customer performed the self test and the pump failed. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.